Event description:
It was reported, that "the patient states the cuff is crooked". There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.